Manufacturer narrative:
Maquet has not yet received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. (B) (4)

Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, one piece of the silicon covering melted off of the end of the jaw and fell inside the tunnel while in the pt's leg. The surgeon retrieved the piece with no other pt effects reported. The procedure was completed with the same unit, since it was at the end of the procedure. The product is returning.